Event description:
Customer called in to ask questions about the insulin pump. Customer got upset and stated that she will post a negative facebook blog about the company. Customer did mention that she was hospitalized about one year ago, but refused to discuss it in details. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.